Manufacturer narrative:
The reported firstpass suture passer device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Per information provided, the device is not available for return. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, instrument broke inside the patient. All broken pieces were removed with grip an exact root cause cannot be determined with confidence as product was not returned; however, factors that could have contributed to the reported event include: (1) excessive force. Or (2) normal wear and tear. Excessive force applied to the device can result in device failure or damage to the device. The reported device is also a reusable device therefore normal wear and tear can be expected. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during shoulder arthroscopy instrument broke inside the patient. All broken pieces were removed with grip, event of removal caused a surgical delay. A backup of the same product was used to finish the procedure with no patient injuries.